Event description:
It was reported that the reservoir of a multi-rate infusor ruptured during infusion. The reporter stated that the infusor was filled with an unknown antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between march 18, 2014 and march 21, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received at the plant for evaluation. A visual inspection of the device was unable to identify the reported rupture. A functional test was performed by filling the bladder with green colored water. During and after the fill, no evidence of rupture was found on the bladder. Upon conclusion of the investigation, no defects were found with the device. Should additional relevant information become available, a supplemental report will be submitted.